Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
Pt was examined with quadrature head coil, at 25 minutes after the examination, a second degree burn of 6 cm was observed on the left elbow.